Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with wide complex qrs oversensing. Programming changes were suggested, but not made at this time. The patient will be monitored.